Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer states there seems to be fibrin clots in tube. Phlebotomist also states vacuum is low. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that they are receiving aspiration error. Customer states there seems to be fibrin clots in tube. Phlebotomist also states vacuum is low.

Manufacturer narrative:
H.6 investigation summary bd received 8 samples for investigation. Customer returned sample evaluation: the 8 customer samples were visually inspected with no issues being identified. 4 customer samples were sent to the chemistry lab for heparin activity testing. All results were within the specification limits for catalog 367962. A draw test was performed on 4 sample tubes. All tubes were within specification limits. Retention sample evaluation: 100 retention samples were visually inspected with no issues being identified. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin or low vacuum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer states there seems to be fibrin clots in tube. Phlebotomist also states vacuum is low." The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that they are receiving aspiration error. Customer states there seems to be fibrin clots in tube. Phlebotomist also states vacuum is low."